Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that a scratch on the lens was noted immediately post implantation necessitating lens explantation. A back-up iol was implanted without further incident and without injury to the patient during the original surgery session. The subject lens was cut into pieces to aid explantation and was discarded by the healthcare facility following its removal from the eye. The rayner risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone toric rao610t batch 082198723 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 082198723. Without the ability to examine the device and/or evidence of the reported scratch it is not possible to determine the root cause of the scratch detected post implantation in this case.

Event description:
On (B)(6) 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that a scratch on the lens was noted immediately post implantation necessitating lens explantation.